Event description:
It was reported that during a pm inspection the 9600+ system presented an 'x-ray overtime' error. There was no report of pt involvement or injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the c-arm batteries. The system was tested and found to be working as intended and placed back into service.